Manufacturer narrative:
Results: the embolization coil of the second pod6 coil evaluated was detached from the pusher assembly and had the proximal constraint sphere intact. The od of the pod6 coil proximal constraint sphere was measured and found to be within specification. Conclusions: evaluation of the returned devices revealed both pod6 embolization coils were detached from their pusher assemblies with the proximal constraint spheres intact. The ods of both pod6 coil proximal constraint spheres were measured and found to be within specification. Since the pod6 pusher assemblies and the lanterns mentioned in the complaint were not returned for evaluation, the root cause of this complaint could not be determined. Pod6 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01001, 3005168196-2016-01003, 3005168196-2016-01004.

Event description:
The patient was undergoing a coil embolization procedure using pod6 coils and lantern delivery microcatheters (lantern's). During the procedure, while a pod6 coil was being advanced through a 45-degree lantern, it unintentionally detached within the lantern. Therefore, the lantern and pod6 coil were removed. The physician then advanced a new pod6 coil through a new straight lantern; however, this second pod6 coil also unintentionally detached within the lantern. The physician removed both the lantern and pod6 coil and completed the procedure using another manufacturer's coils and a new lantern. There was no report of an adverse effect to the patient.